Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
The patient presented with an aneurysm within the popliteal artery which was intended to be treated with a gore® viabahn® endoprosthesis. It was reported to gore that when the medical device was advanced to the bifurcation, as a cross over approached was used, it was noticed that the endoprosthesis was displaced on the device catheter shaft. Therefore the decision was made to remove the medical device and to insert another gore® viabahn® endoprosthesis. It was stated that when the new device was inserted and advanced to the target lesion an unintentional, premature device expansion occurred within the femoral artery. It was stated that the expanded gore® viabahn® endoprosthesis was removed from the patient¿s vessel and that another gore® viabahn® endoprosthesis could be advanced and implanted at the target lesion successfully. It was stated that there were no consequences reported for the patient.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation indicated that the gore® viabahn® endoprosthesis was compressed longitudinally toward tip with 3.3 cm of distal shaft, upon which the endoprosthesis is mounted, was exposed near the transition. The medical device deployment line appeared taut within the hub. There were 3 struts outwardly flared in first row nearest to the transition. There were 6 struts outwardly flared in the 3rd strut row from the transition. The braided constraining line was not continuous in the areas where the struts were outwardly flared. The endoprosthesis struts were outwardly flared up to 0.1 cm larger than the diameter of the rest of the constrained endoprosthesis. There was no device expansion noted. Based on the device examination performed, no manufacturing anomalies were identified. As the engineering results indicated that there was no premature device expansion as initially reported by the user, this incident was deemed not reportable as there was no malfunction or deterioration in the characteristics and/or performance of a medical device, which directly or indirectly, might lead to or might have led to the death of a patient or user or to a serious deterioration in their state of health.